Manufacturer narrative:
The reported event of low pacing impedance was confirmed. As received, a complete lead was returned in one piece. Final analysis via x-ray examination of the lead found the inner coil was over torqued at the connector region consistent with procedural damage. Electrical testing did not find any indication of conductor fractures however an internal short was noted between conductor paths due to over torque of the inner at the connector region. The cause of the reported event was isolated to the over torque of the inner coil at the connector region consistent with procedural damage.

Event description:
It was reported that during an implant procedure, the atrial lead exhibited low pacing impedance. The physician elected to not used the atrial lead. Finally, a new lead was implanted. The patient was stable throughout the procedure.